Event description:
A customer reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. A complete pump reset was performed with guidance from technical support, successfully resolving the issue as the error code did not reappear, and the customer was able to restart their sensor session successfully.